Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. The reported inability removing the lock line was confirmed via returned device analysis. The investigation determined that the observed knot led to the inability to remove the lock line; however, a definitive cause for how the knot formed could not be determined. In this case, given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping/removal process; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip delivery system (cds) lock line could not be removed. A stuck lock like has potential of breakage or a portion of the lock line left in the anatomy and/or the need for intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The first clip delivery system (cds) was advanced to the mitral valve without issue. The deployment process was begun; however, after approximately 10 cm of the lock line was removed, the line became stuck. The cds with the lock line was removed and replaced. A new cds was used to complete the procedure successfully. Two clips were implanted, reducing the mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.